Event description:
During laparoscopic cholecystectomy procedure, device was used a couple of times without incident. When the surgeon stepped on cautery pedal, a popping noise was heard and an arc was noted from the cord to the instrument. The arc occurred outside the patient, near the trocar site where the surgeon's instrument was inserted into the patient. The cord broke into two pieces. No patient injury noted.

Manufacturer narrative:
The subject product has been received and was found to be broken into two pieces, approximately 1/8th of an inch from the electrosurgical instrument connector. The dullness of the cord insulation and the cord having taken a "curlish" set, indicates that the cord had been autoclaved. The severed ends were visually examined under magnification; no signs of electrical burn markings were noted on either of the ends. The severed ends were both straight, with no signs of the cord having been subjected to pulling stress. As this is a reusable cord, the usage and cleaning methods used by the customer are unknown. Based on our visual evaluation, we cannot determine what caused the cord to sever into two pieces.